Event description:
International affiliate reports that on (B)(6) 2012, a spinal procedure from occipital to c7 instrumentation was performed on a patient with cerebral palsy using the mountaineer oct system. On (B)(6) 2013, it was found that the cervical plate and two screws were broken. Revision surgery has not yet been performed. See mfg medwatch report# 1526439-2013-23235 for one screw that was involved in this event.see mfg medwatch report# 1526439-2013-23236 for the second screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned product indicated that the plate broke bilaterally at the wings. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces. Results show evidence of striations and a rough/grainy surface, which is indicative of fatigue failure. No material defects or abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted identifying no discrepancies. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The root cause of the mountaineer occipital plate becoming broken bilaterally at the wings cannot positively be determined. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of these devices that could have been contributed to the problem reported by the customer, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.